Event description:
Healthcare professional reported aortic valve was explanted with a positive culture of aspergillus, and was replaced. The infection caused a subsequent embolism to the brain and eye.